Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant the device. The device was explanted (B)(6) 2016. There are no plans to re-implant the patient with a new device.